Event description:
It was reported that this patient presented to the hospital with dizziness. The technician was unable to interrogate the patient's pacemaker and was not able to pace asynchronous with a magnet. Subsequently, surgical intervention was performed to explant and replace the device. There were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the hospital with dizziness. The technician was unable to interrogate the patient's pacemaker and was not able to pace asynchronous with a magnet. Subsequently, surgical intervention was performed to explant and replace the device. There were no other adverse patient effects reported. Information later received indicates premature battery depletion (pbd) was suspected and confirms the device will be returned sometime in april 2023 (it was explanted (B)(6) 2021). This device has since been returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, the device was found to have no output and no telemetry. Internal visual inspection of the hybrid found a component of the trim resistor array had come loose from the hybrid. An open resistor array will result in the device losing all reference voltages which may result in the loss of pacing output and telemetry. It was concluded that the no output and no telemetry condition was a result of a loose trim resistor array component. This product is obsolete; therefore, no further action is required.